Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was found to be defective with a small hole after use inside the patient. There was no reported patient injury. Patient was in neurointerventional for concern for spinal arteriovenous fistula/malformation. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was found to be defective with a small hole after use inside the patient. There was no reported patient injury. Patient was in for a neurointerventional procedure due to concern for spinal arteriovenous fistula/malformation. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle, the stopcock was observed closed, the sealant was observed delivered and the advancer tube was observed engaged as received. The balloon was observed deflated. The procedural sheath and syringe were not returned with the device. Leak testing was performed on the balloon of the returned device and no leak was found in the balloon. Pressure was maintained with proper functioning of the inflation indicator per the mynxgrip instructions for use (IFU). Visual inspection at high magnification revealed that there was no residual fluid in the balloon of the returned device as received. The product history record (phr) review of lot f2224303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since no leakage was noted during functional analysis. The exact cause of the reported incident could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no leakage noted. However, the cause of the reported failure may have been attributed to incorrect prep of the balloon during the preparation phase before use in the patient as evidenced by the absence of residual fluid in the balloon. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. The mynxgrip IFU step 2: deploy sealant, also instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure is be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2224303 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was found to be defective with a small hole after use inside the patient. There was no reported patient injury. Patient was in neurointerventional for concern for spinal arteriovenous fistula/malformation. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.